Event description:
Following a revision (see MFR's report # 3004209178200902276), the pt was swollen and had no therapeutic benefit from the implantable neurostimulator (ins). It was also reported that the ins was protruding out of the pt's back; it moved out of the implant pocket and continued to flip. The device system was explanted. The pt was at home. Additional information has been requested, a follow-up report will be sent if additional info becomes available.